Event description:
It was reported that the wake button was delayed in responding to presses and the customer must hold the button down with force for a minute to activate pump display. The customer's blood glucose level was 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.